Manufacturer narrative:
Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with a corneal abrasion six weeks post lasik and went to the emergency room. The patient was seen and had 1+ diffuse lamellar keratitis (dlk) under the flap and cells in the anterior chamber. The patient noted discomfort. Topical steroid dosage was increased and a dilating drop was prescribed. The patient is still being managed. Follow up information received reported the patient is improving as expected and has an additional follow up visit scheduled. The patient appears to be healing well.